Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels that may have reached over 500 mg/dl. The customer was unable to provide a specific value. Reportedly, the customer's pump settings required adjustment. Elevated bg was addressed with either a bolus via the pump or manual injection. Reportedly, the customer consulted with healthcare provider regarding adjusting the settings.